Event description:
It was reported that the patient's cause of death was sudep. An obituary was found for the patient which noted the patient passed away due to a massive seizure. The patient's vns was explanted and subsequently received for analysis. Analysis concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure, and there is no evidence to suggest an anomaly with the returned portions of the device. Note that since a large portion of the lead assembly (body) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No additional or relevant information has been received to date.